Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Manufacturer narrative:
Detailed analysis determined that the device did not pass final pack testing due to a single occurrence of daily high current shift. The cause of this single event could not be determined.